Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the customer made contact between the gas input and output. A terumo clinical specialist was present and corrected the connections. No pt involvement as this occurred during setup. Product was not changed out. Surgery was completed successfully.